Event description:
A talent stent graft system was implanted in a patient for the treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that a total of 3 stent grafts were implanted. After the third stent graft was implanted, the physician slid the graft cover up instead of retracting the tapered tip. This caused a free flow spring to get encapsulated into the delivery system. The physician pulled the delivery system back and tore the stent graft out of the aorta. Open surgical repair was performed to readjust the aorta and surgically remove the third stent graft. The first and second stent grafts were sutured to the thoracic aorta. The patient suffered a minor stroke but is recovering at home. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes, results: conclusion: the graft cover slid up instead of retracting the tapered causing a free flow spring to get encapsulated into the delivery system.